Event description:
It was reported that the patient presented to hospital as they were dizzy, capture could not be confirmed on the right atrial (ra) lead and the ra lead had high impedance, which was consistent with historic values. It was noted the previously the right ventricular (rv) lead had t-wave oversensing (twos) and high thresholds. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.